Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 20ml ll 120/pkg experienced the tip/luer of syringe cracked/damaged/deformed/bent. The product defect was noted prior to use. The following information was provided by the initial reporter: it looks to me as if it comes from the assembly process, where the plunger is placed in the cylinder. However, it does not look like an injection molding process to me.

Event description:
It was reported that an unspecified number of syringes 20ml ll 120/pkg experienced the tip/luer of syringe cracked/damaged/deformed/bent. The product defect was noted prior to use. The following information was provided by the initial reporter: it looks to me as if it comes from the assembly process, where the plunger is placed in the cylinder. However, it does not look like an injection molding process to me.

Manufacturer narrative:
H.6. Investigation summary five photos were provided to our quality engineer for investigation. Upon visually inspecting the photos, damage on the barrel thread was observed. A device history record review found no non-conformances associated with this issue during production of lot 1903236. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.